Manufacturer narrative:
A getinge fse evaluated the unit found the display was not coming and also the keypad of the machine was not working. The fse further checked the machine and found display pcb, inverter pcb, keypad controller pcb were faulty and needed to be replaced. The fse replaced the faulty parts and checked again and found straight line also coming on the display i.e. Display of the machine is faulty. The fse then replaced the display of the machine and the issue was resolved. He performed all functional and safety checks. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp)unit display not coming on. There was no patient involvement reported.